Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 3.1 cubie a1 failed due to a cubie error. The field service engineer (fse) resolved drawer error after restarting the system. The engineer performed hardware test application (hta) diagnostics, which passed successfully. The pharmacy technician verified proper functionality, and the drawer operated without problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer failed to open. The issue occurred on medes - 2ce-2 aux draw 3.1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.